Event description:
Pt. Presented with air leak. Respiratory was at the pt's bedside and changed the trach. Upon initial assessment, it was though that the trach had a split in the trach tubing itself. Upon more investigation it was revealed that the trach tube was not attached to the flange, but appeared to just be sitting inside of flange-nothing was holding the trach tube and flange together. A second pt. Was noted to have the same type trach and this trach was also changed out. Neither pt. Suffered any adverse effect.